Event description:
It was reported that the lead was explanted due to infection on (b6) 2010. Inspection at explant showed the lead to have exposed conductor coils between the distal and proximal coils. The hospital does not believe the damage was sustained at time of explant.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 6.7 to 9.1cm and 11.3 to 14.9cm from the distal tip. The silicone insulation was abraded and the sensing and rv conductors were visible. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Original MDR filed (B)(6) 2011 for infection.